Manufacturer narrative:
Additional information received from the customer indicated that the patient was a female. That the implanted lens was a zcb00 model and that there was no delay in procedure. Additional comments indicted that the service did not report this information because it was recognized to be an error in the conduct. It was noted that they created an internal procedure for pre-operative checking. Patient results on (B)(6) 2019 with correction was reported to be 20/25. Pre operative visual acuity: 20/60 and post operative visual acuity: 20/80. The following field was updated accordingly: sex/gender: female. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted, give date: exact date not provided; reported as 2018. If explanted, give date: exact date not provided; however was reported as (B)(6) 2019. (B)(6). (B)(4). Device evaluation: product testing could not be performed because the product was not returned. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the site visit by sales representative, physician reported an intraocular lens (iol) explant from (B)(6) 2019. At 22 days postoperative, patient complained of low visual acuity, doctor did a topography and identified fruste keratoconus. In november he did a yag laser on the patient and patient presented momentary improvement but after a month got worse. He explanted the lens in (B)(6) 2019 and implanted a tecnis one. After that, the patient improved visual acuity and is fine. No further information provided.